Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. One day prior to the peritonitis diagnosis, the patient was hospitalized due to abdominal pain. The day after the peritonitis diagnosis, the patient was treated with vancomycin injection (650 mg, every third day, ongoing, route not reported) and ceftazidime injection (420 mg per day, ongoing, route not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged from the hospital, antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.